Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and went into the pulmonary artery which resulted in the patient having a pulmonary embolism. The lv lead was explanted and replaced with a his lead. No further patient complications have been reported as a result of this event.